Manufacturer narrative:
Additional information: b5, b6. B5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotics treatment was discontinued, and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as peritonitis onset the patient was hospitalized and treated with an injection vancomycin (1gm, once in three days, intraperitoneal, for three days), injection gentamycin (40mg, once a day, intraperitoneal, ongoing) and meropenem (500mg, three times a day, intraperitoneal, ongoing), injection heparin (2000 iu, three times a day, intraperitoneal, ongoing) and injection fluconazole (once a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.